Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 7 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Therapy was not exhausted in this episode. In previous shock episodes, therapy was exhausted. No adverse patient effects were reported.